Event description:
During pacemaker testing, testers were unable to check ventricular sensing due to inability of ppm to change out the "temp made" in single chamber test screen. Because pacemaker did not respond to interrogation, it was decided to replace it. Explant done and replaced with a new one. The pt experienced no adverse events.